Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing episodes due to myopotential oversensing were observed. The oversensing was reproducible in clinic with coughing. Programming changes were made. Patient was asymptomatic.